Manufacturer narrative:
Title: benefits of suture reinforcement in laparoscopic sleeve gastrectomy source: surg laparosc endosc percutan tech volume 29: (539¿542), number 6, december 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed from march 2013 to december 2018 to the 1200 patients who underwent laparoscopic sleeve gastrectomy with omentopexy,the following operative complications were observed with the suture; gastric strictures which occurred in 16 (1.33%) patients, bleeding in 7 (0.58%), stapler line leaks in 3 (0.25%), wound infection in 1 (0.08%), fat necrosis in 1 (0.08%), splenic arterial injury in 1 (0.08%), and intra-abdominal abscess in 1 (0.08%) patient. The only intraoperative complication was splenic artery injury in 1 patient and was managed by splenectomy simultaneously. The most common postoperative complications were gastric stenosis and bleeding from the stapling line. Of the 7 patients who had bleeding after surgery, reoperation was needed in 3. The reoperations for bleeding was performed laparoscopically. The intra-abdominal hematoma was observed in these 3 patients, but active bleeding was not detected in any of them. The abdominal cavity was irrigated by serum saline solutions, aspirated the coagulum, and placed drains to the abdominal cavity. These 3 patients were discharged on the fourth day of reoperation. The remaining 4 patients who experienced postoperative bleeding were managed by conservative treatment and were discharged on the third postoperative day. Of 16 patients who developed gastric stenosis, 2 were treated with endoscopic balloon dilatation and 1 underwent laparoscopic gastric bypass. The symptoms of the remaining 13 patients were mild and these patients were observed mainly on the basis of patients¿ preference.